Event description:
When the physician used the subject device during a laparoscopic uterine fibroidectomy, the probe tip broke off. The broken piece was retrieved. The device was replaced the device with a similar device. There was no pt harm reported.

Manufacturer narrative:
The broken probe of the subject device was confirmed by the photo. But, the device in this report has not yet been returned to olympus for evaluation. This will be supplemented if device evaluation becomes available.